Event description:
Rn went into patient's room to check patient's vitals at 0320. As the rn lifted up the patient's left arm to place the blood pressure (bp) cuff, she noticed the hand was very swollen with blisters and some skin tears. Rn quickly stopped the dextrose 5.45% primary bag infusing at 60ml/hr. The rn called the rapid response team and the hospitalist. Patient's ID band was cut loose and patient's hand was elevated on several pillows.